Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, prograsp forceps suddenly stopped responding normally when moving to grab tissue the instrument and one of the wires was noted to have broken. The procedure was completed with no reported injury using a backup instrument.